Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient¿s adaptive stimulation setting was decreased to 3.35 volts, it increased back to 4.05 volts with little movement of the patient or when they tried to pick something up. The increase in voltage caused problems to patient's groin area. It was stated that they turned off the stimulation because it was so bad. The patient wanted the mobility setting at 3.35 volts. It was noted that the stimulation was turned back on. Additional information received reported that when the patient walked, the stimulation was still felt at 4.0 volts and did not stay down. It was mentioned that the patient had good effect down her legs, but wanted better coverage in her lower back. Additional information received reported they were having problems with the adjustment on the day of report and ¿have it turned off more than on¿ because the patient was very sick to her stomach. When they turned it off the patient¿s stomach would clear up and when they try to decrease stimulation it "would go right back up." The patient was on medication in conjunction with the spinal cord stimulator (scs). The problems with the patient being sick to her stomach began 3 weeks prior. The patient had wrist pain that began prior to their scs implant and had nothing to do with the scs. They had stimulation in their private areas and they had met with a manufacturer representative about a month prior to report for programming and it did not resolve the problems. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was seen by a manufacturer representative the week prior to the report and their stimulation was covering all areas of their pain. The stimulation and adaptive stimulation were working fine. The patient was doing well.